Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported discrepancies in their sg and bg readings. The case was escalated to next level for further support. Upon review, the system was found to be performing within expectations. Customer care followed up with the user and advised them to continue normal use of the system while calibrating as required. During the follow up, the user reported that system improvement had performed. No further assistance was required.

Event description:
Senseonics was made aware of an incident where reported discrepancies in their sg and bg readings. No injury or medical intervention was reported.